Event description:
Dealer is stating that the unit has no alarming.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.

Event description:
Dealer is stating that the unit has no alarming.

Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / other, not able to duplicate issue ¿ all alarms working. O2 below specs at 2 liters, defective check valves.